Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, patient's tibial hinge component fractured , revision surgery to replace the hinge has not been scheduled yet. Products not revised : guardian stem w/collar product ID: 2500cc13, lot number: 0301065827. Guardian mid section product ID: 25001060, lot number: 1612199. Guardian tibial poly spacer product ID: 25001208, lot number: 1644331. Guardian mid section product ID: 25001040, lot number: 1648004.